Manufacturer narrative:
E1: (B)(6) the device was returned to olympus for inspection and the reported failure of poor image quality was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a scratch on the video connector, and video connector cracked. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flex deflectable videoscope has poor image quality. The issue was found during set up. There was no patient involvement or patient injury reported.